Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to remove the cartridge, inspect and clean the pump, and follow on-screen instructions to successfully complete the cartridge load process. There was no need for cartridge replacements, and customer was advised to monitor system performance. Customer later confirmed that the pump was functioning well again.